Event description:
It was reported that a carelink transmission showed a lead warning for undefined impedance on the ventricular lead. It was also reported that the device was at elective replacement indicator (eri) over a year ago, and high battery impedance was noted. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis found normal depletion. The device meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a carelink transmission showed a lead warning for undefined impedance on the ventricular lead. It was also reported that the device was at elective replacement indicator (eri) over a year ago, and high battery impedance was noted. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.